Event description:
Level 1 tubing (a type of tubing that is compatible for use with a fluid warmer) connection below the warmer separated during an infusion of blood. When the tubing was primed with saline, the connection was sound. However, when pressure was added to the blood unit, the tubing separated exposing the nurse, patient and family member. Approximately 1/2 of unit of blood was lost.